Manufacturer narrative:
During investigation, the exposed portion of the soft cannula was found to be flattened. Further inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path. It could not be determined when this damage occurred. The downloaded data from the pod does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose to 19 mmol/l (342 mg/dl) while wearing the pod between 1 and 4 hours on their arm. The device was originally reported for allegedly not delivering insulin properly. Information on treatment was not provided.